Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 1811215 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the plunger rod thumb rest was observed broken. The material used to manufacture the emerald syringes has been selected to resist normal conditions of use. The assembly machines have a detection system to inspect all product for damages; any defective product is rejected automatically. It has been determined that the plunger was damaged due to a blockage in the packaging machinery. Further actions have been initiated to prevent this type of defect in the future and detect any signs of potential defects before product is released. Root cause description: blockage in the primary packaging machine feeder. Rationale: we can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. A review of the p-eura (B)(4) (¿peura emerald conv, rup assembly fraga¿) indicates that the potential risk of the reported event was assessed appropriately in the fmea documentation.

Event description:
It was reported that an unspecified number of bd emerald¿ 5 ml syringes experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter; missing push button on the piston, for a syringe. Lot number is 1811215. Clinical consequences: none. Actions taken: quarantine of the syringe. Check of the other syringes, no similar defect noticed.